Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant of a right ventricular (rv) lead the patient went into torsades. It was also reported the lead perforated and there was pericardial effusion for which a chest tube was placed. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.